Manufacturer narrative:
(B)(4). The facility biomedical engineer reported to have submerged the unit in a cleaning solution and it had a cracked front case. The technical support engineer (tse) provided part numbers for the speaker and the front case. The customer informed they will purchase the parts and repair the unit. There will be no returned components for investigation.

Event description:
It was reported that during testing, a pulse oximeter was giving a low volume audio alert. The device would power on normally and would provide correct readings. There was no patient involvement.